Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch (lss). The lss triggered due to a high out of range impedance on the patient's right ventricular (rv) lead that was greater than 2000 ohms. The rv lead is a competitor's product and was surgically abandoned and replaced. The source of the observation was not confirmed. This pacemaker remains in service. No additional adverse patient effects were reported.